Manufacturer narrative:
The device was scrapped.

Event description:
It was reported that during a surgical procedure at the user facility, the aseptic battery housing fractured at the weld site. This can cause exposure of the non-sterile battery to the sterile field, but that was not reported in this incident. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility, the aseptic battery housing fractured at the weld site. This can cause exposure of the non-sterile battery to the sterile field, but that was not reported in this incident. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.